Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to startup. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the customer informed that the reported issue has been resolved. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed.